Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was unable to perform an automatic capacitor maintenance with normal values. A manual capacitor maintenance was performed and did not resolve the event. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.